Event description:
Event verbatim [preferred term]: burnt my back in one place, circular burn with pain and later scab formation [thermal burn]. Burnt my back in one place, circular burn with pain and later scab formation [scab]. Case narrative: this is a spontaneous report from a non-contactable nurse (patient) received from the us FDA. The regulatory authority report number was mw5081938. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for shoulder back/neck tension. The patient medical history and concomitant medications were not reported. The patient used the product over-the-counter. The patient stated "used thermacare heat wrap 8 hr - there was no leakage or tearing of the product but on (B)(6) 2018 it burnt my back in one place, circular burn with pain and later scab formation which I care for very carefully (I am an rn). Received help from sister try to location burn, later self care. Later received phone message recall. I did not have problems with all, just the last one of a box set I had ordered. I was of course concerned when burn occurred." Device was not available for evaluation. Report type was reported as serious injury. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of burnt my back in one place, circular burn with pain and later scab formation. The outcome of the events was not resolved. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for nsw 8 hour products. There is not a trend identified for the subclass of adverse event for nsw 8 hour products, refer to attachment adverse event nsw8 dec2015 - dec2018 trending graph. Adverse events for burns show peaks in (B)(6) 2018 and (B)(6) 2018. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (B)(6) 2018-(B)(6) 2018), an increase in % burn reports follows upward trend of total sales. However, cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm.

Event description:
Event verbatim [preferred term] burnt my back in one place, circular burn with pain and later scab formation [thermal burn] , burnt my back in one place, circular burn with pain and later scab formation [scab]. Case narrative:this is a spontaneous report from a non-contactable nurse (patient) received from the us FDA. The regulatory authority report number was mw5081938. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for shoulder back/neck tension. The patient medical history and concomitant medications were not reported. The patient used the product over-the-counter. The patient stated "used thermacare heat wrap 8 hr - there was no leakage or tearing of the product but on (B)(6) 2018 it burnt my back in one place, circular burn with pain and later scab formation which I care for very carefully (I am an rn), received help from sister try to location burn, later self care. Later received phone message recall. I did not have problems with all, just the last one of a box set I had ordered. I was of course concerned when burn occurred." Device was not available for evaluation. Report type was reported as serious injury. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of burnt my back in one place, circular burn with pain and later scab formation. The outcome of the events was not resolved. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for nsw 8 hour products. There is not a trend identified for the subclass of adverse event for nsw 8 hour products, refer to attachment adverse event nsw8 (B)(6) 2015 - (B)(6) 2018 trending graph. Adverse events for burns show peaks in (B)(6) 2018 and (B)(6) 2018. Thermacare burn rate surveillance was included in management review on (B)(6) 2019. In the most recent 6 month period (B)(6) 2018-(B)(6) 2018), an increase in % burn reports follows upward trend of total sales. However, cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm. No follow-up attempts are possible. No further information is expected. Follow-up (12feb2019): new information received from product quality complaint group includes investigation results. No follow-up attempts are possible. No further information is expected.